Manufacturer narrative:
At this time, the suspect component is not available for return. Due to the part not being available to be returned, no further evaluation can be completed at this time.

Event description:
The customer reported while using the vela ventilator; the device displays ventilator inoperable, transducer fault, and motor fault alarms. The customer performed troubleshooting and reported the exhalation differential transducer failed calibration testing. The issue occurred during patient-use; the customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. The reported complaint was confirmed through the events log and duplicated during functional check. Pt802 has failed. This issue will be internally investigated within vyaire.